Event description:
The surgeon implanted an aq2003v eilicone three piece lens but the trailing haptic tore while being inserted. The lens was removed in pieces with no pt injury. The nurse stated that it was unknown as to why this haptic tore. An msi-tm injector was used but the lot and model of the cartridge was not known by the facility.